Event description:
Pt in active labor dilated to 6 cm certified registered nurse anesthetist was called to do an epidural block. While inserting epidural catheter parathesia was obtained. When removing catheter and needle to resolve parathesia the tip of the catheter sheared off leaving 1/2 to 1 1/2 cm of catheter tip in pt. Pt jumped as certified registered nurse anesthetist was removing catheter.